Event description:
Covidien received information stating that an 840 ventilator experenced a touch screen blocked error. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
A covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the touch screen printed circuit board (pcb). No additional information regarding the repair has been provided.(B)(4)